Event description:
The customer reported failure to power up.

Manufacturer narrative:
The customer reported failure to power up. Philips evaluated the device, and was able to duplicate the symptom. The control pca was replaced, which resolved the issue.